Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated when the investigation is completed. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged causing loss of capture, and high pacing thresholds. It was indicated that during the initial implant, the patient was in atrial fibrillation; therefore threshold measurements were unable to be obtained, nor were they able to be obtained during post op check. The patient had only recently reverted to sinus rhythm. The dislodgment was confirmed on x-ray; therefore, a revision procedure was performed to replace the right atrial lead. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead dislodged causing loss of capture, and high pacing thresholds. It was indicated that during the initial implant, the patient was in atrial fibrillation; therefore threshold measurements were unable to be obtained, nor were they able to be obtained during post op check. The patient's heart had only recently reverted to sinus rhythm. The dislodgment was confirmed by x-ray; therefore, a revision procedure was performed to replace the right atrial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in helix housing and tip region. Additionally, visual inspection noted electro-cautery damage in the outer insulation, likely due to explant damage. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of loss of capture, or threshold issues, based on normal lead resistance measurements, and no conductor issues were found. The dislodgement allegation was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgement. The 'as reported' (ar) surgery code was not confirmed, as no evidence of abnormal damage was found. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.